Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went out to dinner and did not get the carbs right. Customer woke up in the middle of the night and his blood glucose was 495 mg/dl. Customer stated that he bolused for it and then went back to bed. Customer just woke up and his blood glucose was over 565 mg/dl. Customer reported that he has a back-up plan but has not contacted his health care professional. Customer has not treated since this morning. Customer stated that he found a few tiny air bubbles. Customer reported that the insulin exited at the quick release. Customer stated that the cannula does not appear to be bent. Customer declined to check their settings. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer mentioned that he just picked up insulin from the pharmacy.